Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The device was tested and was found that the device failed for vibration and the nose tube was damaged (flared out on the end). It was determined that the vibration was caused by worn out bearings. It was further determined that the failure was caused by worn out bearings from normal wear and servicing over time. It was determined that the flared nose tube damage was indicative of excessive side loading, causing the cutter device to flex and to come in contact with the nose tube, which was caused by misuse, abuse and/ or error. The assignable root causes were determined to be due to user error failure (nose tube was damaged) and normal wear out from use (vibration). If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the bearing was out on the attachment device. During in-house engineering evaluation, it was observed that the device failed for vibration and the nose tube was damaged (flared out on the end). It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.